Event description:
The rptr alleges that there have been three incidents in which pt(s) have had to present to the ER due to leakage from the luer connector of the medication reservoir. The pt(s) are reported to be in fragile health. It is unk, as to what symptoms the pt(s) displayed other than increased anxiety.